Event description:
It was reported that during an ultrasound breast biopsy procedure into a cystic mass within a duct, that after attempting two sample acquisitions, only one very small tissue sample was collected and upon removing the needle from the patient, it was discovered that the needle tip had separated from the needle and was still inside the patients breast. The location of the biopsy was superficial so the physician was able to retrieve the tip of the needle using tweezers. There were no error lights on the driver. The procedure was completed with the small tissue sample and a needle aspiration of the fluid for cytology evaluation. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the probe was returned clean. The lever was disengaged, as expected for a used probe. The main probe assembly was pushed back on the probe cover. The cannula driver was retracted. The slider was in its initial position, indicating that the clutch wheel was engaging the internal gears, and that the probe was in sample acquisition mode. The gears were out of alignment. The sample notch was detached from the probe with a section of the toothed rack still visible inside the crimp joint area. The probe was disassembled in order to inspect the inner components. The toothed rack was found to be fractured in two locations, at the base of the sample notch and 0.5cm from the distal end of the vacuum rib. Functional/performance evaluation: no functional testing was performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a broken toothed rack. The needle tip separation reported by the user was the result of a broken toothed rack at the proximal end of the sample notch. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.